Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer's husband dropped the pump on floor and there is no visible damage. The customer was advised to perform a self-test and test passed and also performed the displacement test and passed. The customer was advised to monitor pump. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was unknown. The customer was admitted to the hospital. Customer was having trouble walking. Customer has congestive heart failure. Customer was wearing the pump at time of 911 called. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was already send a replacement battery cap and advised to monitor pump.